Event description:
It was reported that the system 9800 displayed a "collimator pot" and "collimator stuck" errors. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the interconnect cable needed to be replaced. The collimator mechanical adjustment was made and then the system displayed ma errors. The ma limit and filament adjustment was made. The system was tested and found to be working as intended and placed back into service.